Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a false negative result for 1 patient tested for elecsys probnp ii immunoassay (probnp ii) on a cobas 6000 e 601 module. (B)(6). There was no allegation that an adverse event occurred. The probnp ii reagent lot was 209223. The expiration date was not provided. No issues were identified during a review of the alarm trace. Calibration and quality control data were acceptable.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. No issues were identified during a review of the alarm trace, calibration signals or quality control data. The customer used a centrifugation time of 5 minutes at 3500 rpm. This time for a plasma sample is very short. This may be a possible root cause of the issue. It is also not clear whether rack adapters were used for the samples in question. Both a general reagent and instrument issue can be excluded since the same sample gave a plausible result using the same reagent kit.